Event description:
It was reported that during a procedure using an ultrasonic scalpel, "the tip of the device fractured and broke and fell off into patient." The tip was easily removed and there was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed biological material on the distal tip as well as an indentation in the teflon pad. The broken blade was not returned for evaluation of scratches or gouges. The observed pad indention is typically caused by closing the jaw without tissue between the activated blade and pad, which suggests the blade was initially intact during clinical use. Based on the observed condition of the device, it seems the most likely cause for detachment of the blade was the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. Stryker sustainability solutions' instructions for use state: ¿take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.¿ "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00162 where the tip of the device remained in the patient even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.